Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. The patient presented approximately an hour post procedure with discomfort, and a pericardial effusion was noted. Pericardiocentesis was performed, and approximately 400cc of fluid was tapped. The patient was expected to recover following this procedure.